Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine. It was reported that the site was unable to connect the second system to the imaging system. The system would not verify. The network information was briefly checked, but the health care professional (hcp) decided to use the first system that was already being used for the case. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine. It was reported that the site was unable to connect the second system to the imaging system. The system would not verify. The network information was briefly checked, but the health care professional (hcp) decided to use the first system that was already being used for the case. There was less than an hour delay in the procedure. No impact on patient outcome. The manufacturer representative (rep) reported that the account labels their systems, but only have labels on the camera cart. The day the issue occurred the rep had systems #8 and #9, but they had swapped to the second system to take a pin the main cart was not actually #9 which is why it did not communicate. The systems are functioning as designed.

Manufacturer narrative:
Additional information has been added. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine. It was reported that the site was unable to connect the second system to the imaging system. The system would not verify. The network information was briefly checked, but the health care professional (hcp) decided to use the first system that was already being used for the case. There was less than an hour delay in the procedure. No impact on patient outcome. The manufacturer representative (rep) reported that the account labels their systems, but only have labels on the camera cart. The day the issue occurred the rep had systems #8 and #9, but they had swapped to the second system to take a pin the main cart was not actually #9 which is why it did not communicate. The systems are functioning as designed.